Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.